Event description:
The patient reported after wearing the pod on his arm for less than 24 hours he noticed there was redness and irritation around the insertion site. He sought medical attention and was diagnosed with an infection and abscess. He was treated with warm compressions and he was placed on antibiotics.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No qualification and sterilization records were reviewed because no product lot number was reported.